Event description:
It was reported that device movement/shift occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 31mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the patient and after meeting all release criteria the physician released the closure device from the core wire of the wds. After the closure device was released, it rotated sideways but remained in the laa. The physician made the decision to retrieve and remove the closure device. The physician inserted a non-boston scientific retrieval device and attempted to recapture the closure device. Upon attempt to grasp the closure device, the closure device embolized out of the laa and moved to the mitral valve of the patient. The patient was then brought to the operating room and underwent open heart surgery. During surgery the closure device was successfully removed from the patient and the laa of the patient was clipped. The patient did well following this event and is expected to make a full recovery.